Event description:
Customer states during pre-test prior to use on a pt a nurse at hospital confirmed a pinhole in trach cuff. No pt involvement.

Manufacturer narrative:
Conclusion not yet available-eval in progress.